Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that a revision shoulder arthroplasty procedure took place on (B)(6) 2023 due to an infection. The surgeon removed an ar-9580-2420 univers revers modular glenoid system augmented baseplate, an ar-9582-20 modular post for augmented mgs baseplate, an ar-9562-32nl univers revers modular glenoid system, peripheral screw, non-locking 4.5 x 32 mm, an ar-9562-24nl univers revers modular glenoid system, peripheral screw, non-locking 4.5 x 24 mm, an ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, an ar-9563-16 univers revers modular glenoid system, peripheral screw, locking 5.5 x 16 mm, an ar-9564-2436-lat arthrex univers revers modular glenoid system glenosphere, an ar-9503s-06 arthrex univers revers humeral insert, an ar-9502f-36cpc arthrex univers revers suture cup, and an ar-9501-05p univers revers humeral stem.additional information received on 3/23/2023:the original procedure occurred on 3/22/2021. About ten months later, the patient started to experience symptoms of infection. A culture was taken off the infected areas, but results are still pending. The same surgeon at the same facility performed both procedures. All the parts implanted during the original procedure on 3/22/2021 were explanted during the revision surgery on 3/2/2023. The patient is stable and was discharged from the hospital on 3/23/2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.